Event description:
Patient was referred for a generator replacement initially but underwent generator and lead revision due to high impedance. The high impedance was observed prior to the replacement. The lead has not been received to date.